Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor gold. Unable to prime during prime/a33 test due to motor error. The motor passed motor test. No a35 alarm noted. The insulin pump was received cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the insulin pump was counting from one to ten, then going back to the motor error, and rewinding. Blood glucose level was 116 mg/dl at the time of the call. No further information was provided.